Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the pump had received multiple pump error alarms on the pump. The customer¿s blood glucose level was unknown. Customer stated that the morning heard three soft beeps and noticed it was coming from pump and the red light was on and it stated settings were still good and asked to restart pump. It was reported that they had the hardware rtc date and time disagrees with the software maintained date and time (main). The date and time has reached value outside valid range alarm which was completed during self-test. It was stated that the pump had multiple error alarms. The customer declined to troubleshoot for inter processor communication error. The customer was advised to revert to backup plan per health care professional instructions. The customer was advised to place the pump in storage mode and remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit received with multiple pump errors confirmed on formatted history download file due to software error. Pump was returned for pump error . Format history file analysis confirmed pump error due to software error. Unit received with cracked retainer, minor scratched display window and scratched case.